Event description:
It was reported that a spectrum iq pump kept getting a door open message even when the door was closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an alarm for ¿door open¿ when the door was closed was not reproduced. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a bent lower door hook. The door hook requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.